Manufacturer narrative:
This model is not sold in the USA, therefore 510(k) is not applicable. (B)(4) if additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in the emea region during inspection in the workshop with the reporting "the ift[insertion flexible tube] is leaky and cut." Involving pentax medical video colonoscope model ec-3890fk2, serial number (B)(4). There was no report of death, serious injury or other significant/important medical event. The ift will be replaced as part of the service request. This event is FDA reportable due to the lack of information to justify that this event would not cause or contribute to a serious injury or other adverse event.